Event description:
It was reported that the patient sought medical attention with a healthcare professional in 2024 (patient could not recall exact date) with an abscessed infection that developed at the pod site. The site was reported to be raised, bruised, swollen and have an abscess. The patient was prescribed an unspecified antibiotic as treatment. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.